Event description:
It was reported that the patient presented to the hospital with discomfort and palpitations. It was noted the atrial lead was exhibiting high pacing thresholds and an echocardiogram (echo) test confirmed the patient had pericardial effusions. A second device check indicated the atrial pacing thresholds were unstable and there was no capture in the atrium and the pericardial effusions were no longer present. The device was reprogrammed and the device and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).